Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting the top of the brush came off in his/her mouth. No injury was reported. Follow-up: the brush head came off in his/her mouth. No injury was reported.